Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomalys on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was using enlite sensor. The patient was advised to remove and replace sensor. The customer was advised to check for bent, damaged or retracted sensor and she found out that the sensor is bent.the customer was advised that we will sent a sensor as a courtesy. No further assistance needed.